Manufacturer narrative:
A product was not returned for analysis. A product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was injected into the eye by the surgeon. The injector tip appeared rough and jagged, not straight and flat as expected. The surgeon noted that the lens was stretched and positioned in the eye. The lens was left in place, as the surgeon considered removal could cause damage. No patient impact was reported.